Manufacturer narrative:
H6: investigation findings: separation problem. A supplemental is being submitted due to the completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: guidewire lumen separated from y-connector. 14fr esheath + returned together with delivery system of liner delamination. Dimensional testing was performed, and the measurements were within specifications. Due to the nature of the complaint no functional testing was able to be performed. A review of the provided images revealed the following: presence of calcification in the landing zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty or inability to withdraw system through vasculature and system components separate were confirmed based on the product evaluation. Available information suggests that procedural factors (withdrawal of a burst balloon) likely contributed to the event. As the balloon burst (which is not a reportable event in this case), the altered balloon profile could have made it more susceptible to catch on the patient vasculature, which would have then led to the experienced retrieval difficulty. In such a condition, applying additional pull force or manipulating the device to overcome the withdrawal difficulty can lead to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturers being submitted for this case. (B)(4). A supplemental is being submitted due to additional information being received. The following sections have been updated: a1, a2, a3, b4, b5, g3, g6, h2, h6, h11. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the valve was successfully deployed. However, due to a mean gradient of 16mmhg, the implanter decided to post-dilate. The final mean gradient was 15 mmhg, but the field clinical specialist (fcs) could not confirm the effectiveness of post-dilation due to balloon instability. At the time of balloon inflation, elevated systolic blood pressure caused the balloon to abruptly shift aortic, resulting in rupture of the commander delivery system balloon. Upon removal of the delivery system, the balloon and wire lumen had detached from the catheter and remained in the external and common iliac arteries. A surgical cutdown was performed to retrieve the retained components, which were successfully removed. The valve was successfully implanted in the intended position. The patient is currently stable and recovering. The rupture was attributed to a 'flossing' motion caused by attempts to reposition the balloon against high systolic pressure. The balloon likely contacted either calcification at the sinotubular junction (stj) or a strut on the transcatheter heart valve (thv) frame. Although the balloon was within the sheath during withdrawal, the implanter reported minimal resistance. The system was removed without realizing the wire lumen had detached and remained in the body.